Event description:
The customer reported that the proximal third of the tugsten tip probe is observed. There was a leakage of the liquid at the key junction and the body of the probe which safely prevents the administration of nutritional support.